Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dizziness, stomach pain and vomiting. In addition, the patient was brought to the hospital after having lost consciousness. The patients pod was removed prior to going to the hospital. Once at the hospital the patient was treated with insulin and the patient was kept hydrated. The patient was in the hospital for 3 days.